Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient was trying to charge their implant and was not able to. It was reported the patient was seeing the reposition antenna screen on the implantable neurostimulator recharger (insr). It was noted the problem with charging began 2 days prior to report and the last time they successfully charged was 1 week prior to report. It was noted the patient was not feeling stimulation and was having a weird painful sensation going down their leg which has started in the last few days. It was further noted that they are ¿kind of touchy at the implant site/incision site¿ area. It was noted they were having a lot of pain in their leg and implant site. It was further reported the implantable neurostimulator (ins) had been dead for ¿couple days¿ and that they had been going through a lot of tests lately, one of which was an emg. Additional information received reported the over-discharge was confirmed and the reason was that the patient had been trying the efficacy of new medication and did not charge for an extended period of time. It was noted a trickle charge was initiated on (B)(6) 2014 but the patient was unable to stay. It was further noted the patient will call the manufacturer representative to clear the power on reset (por) when they are able to do so.